Event description:
It was reported that the patient¿s pump was filled on (B)(6), 2013. ¿all tte details¿ of the refill were not known, but the patient did have to go back 24 hours later as the health care provider had not ordered the drug for her refill appointment. The patient reported she was stressed. In addition, the patient had traveled to (B)(6) and since (B)(6), 2013 she had been not been feeling well. The patient experienced nausea, sweating, and had swelling in her hands and feet. A print report (not a session data report) indicated her refill date is (B)(6), 2013. Further, on (B)(6), 2013 the patient heard an alarm; a single tone alarm every six hours or so. Also, she noted that the pump sometimes moved in the pocket. The patient is taking morphine orally and that had helped with her symptoms. This device system delivered infurmorph. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).